Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305886. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted by your facility for evaluation and testing. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately without the ability to study the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced leakage. The following information was provided by the initial reporter: it was found blood leakage after puncture. Lot 8305886.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced leakage. The following information was provided by the initial reporter: it was found blood leakage after puncture. Lot 8305886.